Event description:
It was reported that tubing leaked. The nurse stated that the tubing was leaking at the IV fluids port site. There was no patient harm. Although requested, no additional event and/or patient demographics were provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked. Although requested, no additional event and/or patient information was provided.